Manufacturer narrative:
On (B)(6) 2016, the customer reported that no further occlusion alarms had occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer changed the pump supplies multiple times and the occlusion reoccurred. During a pump system check, while disconnected from the infusion set site, an occlusion alarm occurred. The customer was to load a new cartridge later in the day.